Manufacturer narrative:
The device is expected to the returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. On (B)(6) 2013, the option-lok male adapter of the tubing set was connected to the pt's IV access site and was being used or intermittent deliveries of unspecified medications. On (B)(6) 2013, at an unspecified time during the delivery of an unspecified volume of normal saline, an unspecified volume of solution leaked from the clave port and the semi-rigid female adapter of the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.